Manufacturer narrative:
A sample was sent without batch or lot number to the supplier. This issue concerning non-patient end bent before and after use or other concerns to the non patient end such as clogged cannula, broken needle etc. Has been previously investigated. Preliminary investigation was concluded by the dun laoghaire site on january 23, 2013. The investigation determined that no manufacturing lines were identified to contribute to non patient end pen needle bends. Also, within that investigation, a study was performed on improper installation of pen needles on pen devices. The conclusion of this study determined if pen needles are installed on a pen device on an angle, the non patient end of the pen needle can bend and/or break. Therefore, concluding this issue may be user related as the pen needled is not being properly installed per instructions for use. Per discussion with sanofi aventis, it was conveyed that the over whelming majority of bent pen needle complaints are due to misuse of the product while installing the pen needle on to the pen device. Sanofi aventis explained: during a teleconference call on (B)(6) 2013, that patient end users (non-professional) encounter the np end bent pen needle problem much more frequents then the medical professional end users usually a result of insufficient patient training. So, based on sanofi aventis¿ information and a review of bd pen needle compatibility documentation, lack of compatibility of bd pen needle on sanofi pen device was determined not to be a cause of the np end bent pen needle issue. CAPA 24483 was opened to address this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd ¿ pen needle the rear cannula end is broken.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd ¿ pen needle the rear cannula end is broken.